Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used an amphirion deep balloon to treat the left common femoral artery of a patient. No damage noted to the packaging. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. No embolic protection was used. The balloon was inflated using a manometer, contrast medium and normal saline solution. The device passed through a previously deployed stent. No resistance was encountered when advancing the device. No excessive force was use. Angioplasty was performed pre-stent implant with the device without issue and post stent implanted angioplasty was also preformed with the balloon without issue. It is reported that the balloon detached in-vivo, after inflation during attempted removal from the patient. No deflation issues reported. The balloon detached form the root connection to the catheter. The detached component resulted in occlusion of the left common femoral artery and haemorrhage/bleed at the access stie. The patient required open surgery to remove the detached balloon.

Manufacturer narrative:
Product analysis: the device was returned with the balloon detached at the balloon bond. The two markerbands are still present on the inner. Image analysis:the customer returned one procedural image and two device images. The procedural image depicts the artery, and the device is not visualized. One device image shows an amphirion deep device with the balloon detached. The other device image shows a surgical procedure being performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.